Event description:
It was reported that customer experienced multiple intermittent occlusion alarms. The customer's blood glucose (bg) increased to 506 mg/dl with presence of ketones. Customer required assistance from healthcare provider, who evaluated ketone level and did not identify it as dangerous or life threatening. Customer used healthcare support and inhaled medication to address high blood glucose. Reportedly, the customer was unable to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained.